Manufacturer narrative:
Date of event, implant date: date is estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effects of thrombosis, and myocardial infarction, as listed in the multi-link vision coronary stent system, instructions for use are known patient effects that may be associated with coronary stenting. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. A conclusive cause for the reported thrombosis and myocardial infarction and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient of death referenced is filed under a separate medwatch report number. The xience v devices referenced are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying xience v drug-eluting stents and multilink vision bare metal stents that may be related to the following: myocardial infarctions, stent thrombosis, target vessel revascularization, and deaths.